Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Could not duplicate half white image anomaly. Found printer disconnected. Checked graphics settings and changed setting to dual view (nec monitor + analog). No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system produced half-white images. A second image was acquired, which was of good quality and used to complete the procedure. There was a reported delay of greater than one hour because of this issue. However, the patient was not affected and the procedure was completed successfully.